Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call damage on the insulin pump and high blood glucose levels. Customer's blood glucose level was over 400 mg/dl. Customer advised the battery compartment is stripped and the battery cap is loose. Troubleshooting for the cosmetic damage was performed. Customer advised they use a zip tie to keep the battery cap from coming off. Customer advised the insulin pump does not work half the time because of the loose battery cap and that is what caused the high blood glucose levels. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.